Event description:
The customer reported erroneous platelet results, for two patient samples, involving the coulter act diff 2 analyzer. The customer reanalyzed both samples, on the same analyzer, two times and recovered higher results. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. The patient samples were analyzed in closed vial mode and appeared normal. The samples were approximately 20 minutes old between collection and analysis time. The samples were collected in an ethylenediaminetetraacetic acid (edta) tube as a venipuncture from a central line port. The customer performed a background after the event to verify instrument performance and noted platelet failed. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the vacuum filter was worn due to ware and replaced the vacuum filter. The fse performed back-flushed on the red blood cell (rbc) aperture and verified sweep flow rinsing. The fse performed aperture latex gain and clog detection adjustments and reproducibility test; all results passed within specifications. The fse verified system startup and quality control (qc) and all passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications.